Event description:
A hospital pharmacy reported difficulty pushing and/or pulling hypodermic needles through rubber stoppers on injectable medication vials and injection ports of IV solution bags resulting in an "antecubital" needlestick to a staff member (this description was clarified to mean the user's wrist). The initial report indicated that this injury required medical attention. However, follow up communication confirmed that the staff member did not require any medical attention other than first-aid (cleansing and a band-aid). No medication or vaccination was administered and no testing was performed.